Manufacturer narrative:
The lens has not been returned to b & l for evaluation. Despite multiple attempts to obtain add'l info, no add'l info has been received by bausch & lomb to date. The surgeon did not provide info as to whether the capsular break occurred prior to the iol insertion. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Inspection and test records indicate that this lot confirmed to specification at the time of release. Based on the current info, the specific root cause of the event cannot be determined.

Event description:
The surgeon reported that during cataract surgery the pt's capsule broke. A different lens was implanted successfully.